Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual heated evaqua breathing circuit failed the leak test on a pb840 ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was pressure tested, visually inspected, and immersed in a water bath to test for leaks. Results: the pressure test revealed that the expiratory limb was out of specification due to leakage from the patient end connector. This was confirmed when the breathing circuit was immersed in the water bath. Visual inspection revealed that there was glue present in the evaqua limb connector. However, it was observed that the glue did not form a permanent seal during the assembly process, causing the reported leak. A lot check revealed no other complaints of a similar nature for lot date 130703. Conclusion: all rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." The hospital correctly followed our user instructions and detected the leak during the setup check and before use on a patient.